Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with generator with version 4.0.0 and 4.1.0. The customer states that catheter was plugged in the generator and machine displayed an error 475 and the generator started smoking out of the front and back.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.